Event description:
It was reported that a filter failure to recapture and filter break occurred. The procedure was indicated to attempt to remove a guidewire left in the patient from a percutaneous coronary intervention performed two (2) years prior. A sentinel cerebral protection system (cps) was selected for use. Computed tomography (CT) showed a type a aortic arch with insignificant calcifications. The sentinel cps was advanced and the proximal and distal filters were deployed. The physician was unable to remove the remnant guidewire from the aorta and it was decided to abort the guidewire retrieval procedure. During removal of the sentinel cps, manipulation of the distal filter slider did not translate to the distal filter and the distal filter failed to be recaptured. Difficulty was encountered deflecting the articulating distal sheath. The proximal filter was successfully recaptured and the articulating distal sheath was able to be straightened. Several attempts at removal through the radial artery were made advancing and withdrawing the sentinel cps with deployed distal filter but resistance was encountered at the elbow level. The sentinel cps was advanced to the descending aorta and a snare was advanced through the femoral access site. The snare was used to detach and capture the distal filter and remove it through the femoral artery. The sentinel cps was removed as a unit with the radial introducer sheath and the procedure concluded. No patient complications were reported.

Event description:
It was reported that a filter failure to recapture and filter break occurred. Procedure summary: the procedure was indicated to attempt to remove a guidewire left in the patient from a percutaneous coronary intervention performed two (2) years prior. A sentinel cerebral protection system (cps) was selected for use. Computed tomography (CT) showed a type a aortic arch with insignificant calcifications. The sentinel cps was advanced and the proximal and distal filters were deployed for cerebral protection. The physician was unable to remove the remnant guidewire from the aorta and it was decided to abort the guidewire retrieval procedure. During removal of the sentinel cps, manipulation of the distal filter slider did not translate to the distal filter and the distal filter failed to be recaptured. Difficulty was encountered deflecting the articulating distal sheath. The proximal filter was successfully recaptured and the articulating distal sheath was able to be straightened. Several attempts at removal through the radial artery were made advancing and withdrawing the sentinel cps with deployed distal filter but resistance was encountered at the elbow level. The sentinel cps was advanced to the descending aorta and a snare was advanced through the femoral access site. The snare was used to detach and capture the distal filter and remove it through the femoral artery. The sentinel cps was removed as a unit with the radial introducer sheath and the procedure concluded. Patient status. No patient complications were reported.

Manufacturer narrative:
G1 manufacturer contact person updated. H6 component codes updated. H6 evaluation method codes updated. H6 evaluation result codes updated. H6 evaluation conclusion codes updated. Device technical analysis: the sentinel cerebral protection system (cps) was returned and device analysis was performed by a boston scientific quality technician. The returned sentinel cps was visually and functionally examined. The device was returned with an introducer sheath and with a guidewire loaded. One portion of the guidewire protruded from the distal filter slider hub and one portion protruded from the tip of the sentinel cps. As result of the bending on the hypotube, the guidewire was caught inside the sentinel cps and unable to be removed. The introducer sheath was unable to be removed due to the articulating distal sheath damage. The sentinel cps was returned with the proximal filter sheathed, the distal filter detached, the articulating distal sheath relaxed and damaged, and the distal filter bent. Flush testing of the front handle flush port, rear handle flush port was performed without issue. Flush testing of the distal filter slider was unable to be performed due to the presence of the loaded guidewire. Functional testing of the distal filter slider was superfluous due to the detachment of the distal filter. The articulating distal sheath was able to be fully articulated and relaxed without issue. Photographic images of angiography, computed tomography, and of the device were received. Device photos showed the detachment of the distal filter and damage on the articulating distal sheath.